Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the priming issue was not determined since the product and the data logs were not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During setup, there was a priming issue with the impella cp pump. The clinical team reported that there was no purge fluid observed to be exiting out of the purge gap during case setup. The decision was made to replace the pump with another, which primed with no issues.